Manufacturer narrative:
Sections with additional information as of 30-jun-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-072: vial left open for an extended period of time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/17/2026 and open vial date is 2 months ago. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6) 2025, time: 3:02pm non- fasting. Result 2: hi, date: (B)(6) 2025, time: 5:18pm non- fasting. Result 3: hi, date: (B)(6) 2025, time: 5:06pm non- fasting. Result 4: hi, date: (B)(6) 2025, time: 2:54pm non- fasting. Result 5: hi, date: (B)(6) 2025, time: 1:56pm non- fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Evaluation in process most likely underlying root cause: mlc-018: user has high glucose value/ note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.